Event description:
It was reported that during a procedure at the user facility, the end of the attachment was generating black debris. The surgeon used a pulse lavage to rinse out the debris from the surgical site. The surgeon had to remove a small amount of fatty tissue due to the debris. The procedure was completed without a surgical delay and without any further adverse consequences.

Manufacturer narrative:
This event has been re-assessed. Medical assessment indicates that particles left outside the joint capsule (embedded in the fat tissue) would not cause permanent injury.

Event description:
It was reported that during a procedure at the user facility, the end of the attachment was generating black debris. The surgeon used a pulse lavage to rinse out the debris from the surgical site. The surgeon had to remove a small amount of fatty tissue due to the debris. The procedure was completed without a surgical delay and without any further adverse consequences.